Event description:
Caller reported a malfunction on the pump. Impact on the customer's blood glucose level was unknown as the caller declined to answer specific questions. Technical support assisted the caller with resetting the pump by providing reset information, and the malfunction code was deemed resettable.